Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when entering the carbohydrates value, the customer accidentally programmed 100 units instead of 10 units. The contact reported being unsure of how much insulin had been delivered as they were not with the customer at the time of the reported event. The contact reported that the maximum bolus setting was 11 units, and tandem technical support educated the contact that the maximum bolus amount would be 11 units unless it was manually overridden by the user. The customer went to the emergency room (ER) with a blood glucose (bg) level of 134 mg/dl, and was treated with glucose tablets and apple juice. Approximately, 2 hours later, the customer left the ER with a bg level of 177 mg/dl, and feeling stable.